Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue. The unit led light flickers during each test, but the unit does not sound when there is no sensor cable plugged into the sensor receptacle. When the sensor cable is plugged into the unit, there is no sound even if no weight is applied to the sensor. Further invasive tests revealed that the unit has a defective speaker. There is battery leakage and corrosion on the battery flat contacts and all pins inside the sensor receptacle are corroded. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply and no visible damage was reported. The date of the event is unknown. No patient incident or injury was reported.